Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the below the knee vessel to the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon cathete was advanced for dilation. However, during first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non bsc product. There were no patient complications reported.